Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective chart review follow-up study indicated that a patient underwent glaucoma surgery by using suture and polypropylene needle. After one to three months of surgery, patient experienced wound leakage. After one month of glaucoma surgery, anterior chamber shallow and filtration leakage was considered. After one week of compression bandaging, the anterior chamber was well formed. The outcome of the patient was unknown. No further follow-up will be conducted.

Manufacturer narrative:
Additional information provided in sections h.6 and h.11. A sample was not received at investigation site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).